Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor reported that the patient developed a burning sensation on his back with multiple pockets of pus on his back under the therapy electrodes. No report that the pockets of pus were open or weeping. The patient's physician suggested removing the device to let the skin get some air. The irritation improved after removing the device.